Event description:
The customer fell while getting out of the lift chair; he sustained a fractured pelvis, hit his head, and was hospitalized. The customer passed away in 2009 from other causes not related to this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The reporter of the event did not allege that the lift chair caused or contributed to the event. A f/u report will be submitted upon completion of investigation.